Event description:
It was reported that the flexor sheath included in a ring transjugular intrahepatic liver access and biopsy set was leaking at the hub during a transjugular intrahepatic portosystemic shunt (tips) procedure for an unknown patient. The leak occurred at the proximal end of the sheath where it connects to the valve. Blood was returning; however, when they tried to aspirate the blood, air would aspirate instead. It was suspected by the user that there could be a separation at the hub. It was said that the case was completed as expected without replacing the device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: cath lab lead tech h3 - device evaluated by mfg?: device not returned to manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.